Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/21/2017 with the following findings: during investigation, the pump powered up with auditory and vibrations to a blank screen. The battery compartment and returned battery cap were undamaged and the battery cap was able to fit securely to the pump. A unity test code downloader tool application was used to upload test code to the master processors. The upload was successful and the pump powered up and displayed just ¿msp¿ instead of ¿msp2¿. The (2) is the electrically erasable programmable read-only memory (eeprom) communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure was concluded. The initial complaint about a blank display screen was duplicated. The pump¿s cover was removed and moisture corrosion was found to the eeprom/watchdog circuits.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.